Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced difficulty pumping the device due to the pump being too high in the scrotum since the implant procedure. It was also noted that the tubing was too short. A surgical procedure was performed to remove and replace the pump and implant a longer tubing so it could be more comfortable for the patient. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced difficulty pumping the device due to the pump being too high in the scrotum. A surgical procedure was performed to remove and replace the pump and implant a longer tubing so it could be more comfortable for the patient. No patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced difficulty pumping the device due to the pump being too high in the scrotum since the implant procedure. It was also noted that the tubing was too short. A surgical procedure was performed to remove and replace the pump and implant a longer tubing so it could be more comfortable for the patient. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Difficult to inflate, malposition of device and length too short are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.